Event description:
The facility reported a colleague infusion pump with failure code 810:03. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed but not reproduced during evaluation. The assignable cause was determined to be faulty air-in-line printed circuit board (ail pcb). The ail pcb was replaced to fix the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version of this pump is colleague 2006(5.09.90).